Manufacturer narrative:
(B)(4).

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Upon the first attempt at firing the stapler, the first staple misfired, and the second staple formed properly simultaneously. The device was disassembled and die casting anomalies on the forming tool were also discovered. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. A device history record review was performed, and no relevant findings were identified. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. At this time, the complaint continues to be monitored for any trends. If a trend is identified, the trend will be reviewed and analyzed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".